Event description:
Arjohuntleigh was informed that a facility was experiencing skin breakdown issues during long surgical procedures of 14-16 hours while using the flowtron dvt30 thigh length garments in conjunction with hose stockings.

Manufacturer narrative:
To date, arjohuntleigh has been unable to obtain additional details regarding this incident, despite several attempts to contact this facility for further information. Any additional information will be provided should it become available.